Event description:
It was reported that while in the cath lab, the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. While inserting the-aortic balloon (iab) through the sheath, the iab became stuck in the saf sheath. The md removed the iab and the saf sheath as one unit. The spring wire guide (swg) remained in the patient's femoral artery and the md requested another iab for insertion. The second iab was inserted through a non-arrow sheath that the customer had in stock. There was no reported patient death or injury. Medical/surgical intervention was not required. The reported delay in iab therapy was until another sheath and iab were inserted. There were no reported patient complications and the patient's outcome is fine. Additional information received from the hospital contact on (B)(4) 2010, stated that the md will not use the teflon sheath because it does not have the side arm. The md was aware of the field safety alert.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.